Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Lot history review could not be conducted because no lot number(s) was/were identified. Additional information d9.

Manufacturer narrative:
H6 code amended - type of investigation - only b17 - lot number was not provided to perform lot history review.

Event description:
The event occurred on an unspecified date and involved a single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port. The reporter stated that the pusher of the syringe easily comes loose from the rubber when pulling back, and as a result, blood can no longer be aspirated. The set is then unusable and must be replaced, even if the set was still usable for 10 days. There was patient involvement and a delay in therapy. It was reported that intervention was required but no specific information was provided; additional information is being requested.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.